Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the device was not sensing appropriately. A new device was implanted. No patient complications have been reported as a result of this event.